Event description:
Rv bipolar lead impedance warning on (B)(6) 2025 for impedance >30000 ohms. Currently programmed rv pace/sense polarities are programmed rv tip-rv coil. Svc lead impedance warning on (B)(6) 2025. Svc defib impedance > 200 ohms. Measurement consistent with historical values. High voltage therapies programmed with svc coil off. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).